Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead reported muscle stimulation due to an increase in the rv output. Dislodgement was confirmed via fluoroscope. High thresholds were also observed due to dislodgement. This lead was repositioned.